Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient had tk revision of the right knee due to loosening. Explant was sent to pathology and is not available to stryker.

Manufacturer narrative:
An event regarding loosening involving a tritanium baseplate was reported. The event was not confirmed. Device evaluation and results: not performed as product was not provided. The triathlon ps knee has an excellent component position with good alignment of the knee. There are subtle radiolucent lines below the baseplate that indeed suggest the baseplate is not very well fixed or indeed may be loose. The cause is less evident. No procedure-related contributing factors are evident that usually represent the majority of component loosening causes. The cause of failure thus remains obscure due to lack of information. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. The medical review concluded that the triathlon ps knee has an excellent component position with good alignment of the knee. There are subtle radiolucent lines below the baseplate that indeed suggest the baseplate is not very well fixed or indeed may be loose. The cause is less evident. No procedure-related contributing factors are evident that usually represent the majority of component loosening causes. The cause of failure thus remains obscure due to lack of information. The exact cause of the event could not be determined as insufficient information was provided. Further information such as device details and return, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded tritanium baseplate loosening may result from factors not related to the device. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient had tk revision of the right knee due to loosening. Explant was sent to pathology and is not available to stryker.